Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed initialization test. Additional observation: during testing the blade broke. The broken fragment was measuring 2.12 mm x 11.62 mm. The blade did not have corrosion that would have contributed to the blade damage. For clarification: the reported customer failure could not be confirmed, as the instrument successfully passed initialization during testing. Visual inspection revealed no prior damage before testing; the blade was securely attached to the instrument.

Event description:
It was reported that during da vinci-assisted subtotal gastrectomy surgical procedure, while the harmonic ace instrument was in use, a message saying "tighten assembly" appeared. Even after reattaching and changing the line, the same error continued, so the surgery was completed by exchanging it for a new product. The procedure was completed with no patient harm.